Manufacturer narrative:
Reference (B)(4). Customer asked to provide follow up information regarding incident and return of device on july 19, july 26 and august 02, 2019. Information received from customer on august 07, 2019 confirming there was no patient injury. Customer believes the catheter was damaged in the ICU. Product replaced the following day.

Event description:
Catheter stopped working after implantation once customer was transported from or to ICU.